Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported that the mode was changed with a magnet on a date not coinciding with any medical procedure.